Manufacturer narrative:
Device not returned.

Event description:
It was reported that out of range issues occurred between the transmitter and pump greater than 15 minutes, with no continuous glucose monitor (cgm) sensor readings. There was no reported adverse impact to customer's blood glucose. Reportedly, the customer reverted to an alternate method of insulin therapy.